Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What size stapler was used? Where in the green gap scale was the indicator located prior to firing? Did the surgeon wait 15 seconds and retighten prior to firing? At any time, did the healthcare professional observe any staple malformation issues? If so, please describe the shape of the staples. What is the current patient status?

Event description:
It was reported that after a roux-en-y procedure the patient was readmitted for bleeding. The doctor reoperated on the patient and oversewed to control the bleeding. The patient has been released. No other information is known.